Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -7.50/+6.0/077 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 lens repositioning was performed due to lens rotation not associated to a low vault but it did not resolve the problem. It was reported that refractive treatment was performed, lens remains implanted.the reporter stated that orientation of toric icl is stable. Cause was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: the lens was exchanged on (B)(6) 2023 with same length but different diopter lens and problem was resolved. Reportedly, "the clinic and the patient decided to proceed a lens exchange instead the laser touch-up." Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5: per updated information, the problem is reported as resolved. Reporter states that "the clinic plans a laser touch-up." Claim#: (B)(4).